Manufacturer narrative:
(B)(4). On the same day as being hospitalized for the event, the patient began treatment for the peritonitis with cefazolin (two grams per day) and gentamicin (80 milligrams per day) intraperitoneally. Ten days later, treatment with cefazolin and gentamicin was discontinued. On the same day, the peritonitis was resolved, the patient was recovered from the event, and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient had a poor environment. The bacterial peritonitis was manifested by abdominal pain and cloudy effluent. On the day of onset, the patient was hospitalized for the bacterial peritonitis. Treatment for the bacterial peritonitis was unknown. Dianeal therapies were ongoing. The patient was recovering from the bacterial peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.